Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam found cutting teeth were dull to the touch. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the acetabular reamers were damaged and will be returned to be analyzed. The 74mm reamer has a stain marks on the inside. The hospital used neutral ph.